Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no insulin drops coming out of the cartridge tubing. Customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.